Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported there was no patient involvement. The manufacturers service technician was unable to duplicate the reported problem. Replacement of the data acquisition pcb was recommended with service awaiting customer approval.

Event description:
Repair was cancelled and the unit was returned to the customer.

Manufacturer narrative:
Supplemental report